Manufacturer narrative:
Reference MFR report # 2916596-2017-00060 for the report of the patient's previous admission for driveline infection. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 years.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent pump exchange to another manufacturer's device on (B)(6) 2017 for driveline infection. The patient has experienced an ongoing driveline infection which started 2016. No additional information was provided.

Manufacturer narrative:
Additional information added date returned the evaluation of the left ventricular assist system (lvas) did not reveal any issues that would have contributed to the reported driveline infection. A direct correlation between the device and the reported events could not conclusively be established through this evaluation. The pump was returned assembled with the driveline severed approximately 9.5 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 29 inches. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces did not reveal an issue that would have contributed to the report of driveline infection. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.